Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported. The distal aorta was tight and calcified. It was reported that after the stent graft was implanted the physician routinely performs kissing balloon technique. Two reliant balloons were inserted and they were inflated at the same time in a kissing technique using 60 cc syringes with 20 cc saline and 10 cc contrast. The balloons were inflated half in the limb and the other half above the flow divider. After the ballooning there was an endoleak observed which was thought to be a type 3 endoleak which required an aneurx aortic cuff to be placed above the flow divider. This diminished the endoleak but did not completely resolve it. No further intervention was performed as the physician elected to perform additional imaging at a later date in order to better evaluate the location of the type 3 endoleak to aid in endoleak treatment approach. The imaging confirmed it was not a type 3 endoleak and it was possible to confirm the source. The pt refused re-intervention. No additional clinical sequelae were reported and no additional info was provided.

Manufacturer narrative:
Other (secondary intervention) - evaluation results: (tight and calcified distal aorta), (endoleak), (kissing balloon technique utilized in the bifurcated stent graft. Conclusion: (tight and calcified distal aorta. Kissing balloon technique utilized in the bifurcated stent graft).